Manufacturer narrative:
Reliability analysis inspected four opened enlite sensors, and performed testing. All four sensors failed per specification due to low readings. Also all four cannulas were bent. Unable to confirm that the customer received sensors in said condition as they were returned opened.

Event description:
It was reported that the customer had a high blood glucose of 27 mmol/l. She delivered a bolus to treat. Customer was also having issues with her transmitter not blinking when connecting to the sensor. It was found the sensor cannula was bent into an l shape. Customer declined to troubleshoot for high blood glucose as she was on cortizone and felt that explained her blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.